Event description:
Spontaneous call from patient. Pt states his extension tubing is leaking at the filter. Patient does not have serial number or lot number available. Replacing tubing. No interruptions in therapy. Pt currently in hospital getting central line replaced (unknown admission date or length of stay). Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? Pt went to hospital. Is the actual device available for investigation? Unknown. Did we [MFR] replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes, at the hospital. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved. Reported to (B)(6) by pt/caregiver.